Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent up arrow and act button response due to corroded keypad traces. Moisture damage was noted to the electronic assemblies and force sensor resistor. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been exposed to moisture from the beach. Customer's blood glucose was 108 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.